Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic partial lung resection surgery, the device was in the hands of doctor and an attempt was made to fire, the green button was pressed but the handle could not be squeezed, and firing could not be performed. Another cartridge was taken out and the same handle was used to resolve the issue. There was no patient injury. It was noted at the interview with the doctor and the nurse, pre-firing was suspected but it could not be identified.